Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges problems with "catheter filling". Caller stated there is a little bit of dampness in the cartridge compartment; alleges insulin flows into the cartridge compartment and not into the tube. The adapter was a very long time in use. No adverse event reported. No product requested for return at this time.